Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1.0 ml 29ga 1/2i n bls 400 sg has been found with difficulty engaging the safety mechanism during use. The following has been provided by the initial reporter: it was reported that tops are difficult to snap down, the cover is hard to put on, and needle bends. Per customer email: 305930, batch 8325549l. ¿tops are difficult to snap down¿. ¿the cover is hard to put on¿. ¿needle bends¿.

Manufacturer narrative:
Investigation summary: customer returned (5) 1ml, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs from lot # 8325549. Customer states that the tops are difficult to snap down, the cover is hard to put on, and the needle bends. All returned syringes were tested and no defects were observed with the shield or the safety mechanism. All samples were able to be activated without any observed defects and no bent cannula was observed. A review of the device history record was completed for batch# 8325549. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 1.0ml 29ga 1/2in bls 400 sg has been found with difficulty engaging the safety mechanism during use. The following has been provided by the initial reporter: it was reported that tops are difficult to snap down, the cover is hard to put on, and needle bends. Per customer email: 305930 batch 8325549l. ¿tops are difficult to snap down¿ ¿the cover is hard to put on¿ ¿needle bends.¿